Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 03/01/2018. Though it was identified in the evaluation that the customer's tubing had residue on it, the device passed suction and cycle specifications. Refer to attached evaluation. The customer's complaint of low suction could not be confirmed. [(B)(4)].

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and backplate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting and cleaning the kit and tubing; and verifying correct breast shield fit. Troubleshooting did not resolve the suction issue. The customer was sent a replacement pump. Multiple attempts to follow up with the customer to get additional information went unanswered. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that the suction on her pump in style advanced breast pump was low. She reported that she had mastitis, for which she was prescribed an antibiotic.